Event description:
It was reported that pump experienced malfunction alarm malf 16 with no notable events before issue. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections for insulin delivery, and technical support arranged replacement pump under warranty, confirmed shipping details, instructed customer to place malfunctioning pump in storage mode and return it within 10 days using provided materials, and advised customer to update pump settings and reconnect continuous glucose monitor on replacement device.